Event description:
A physician was seeking medical information and adverse events were reported. A patient had placement of a vision bare metal stent in the mid-lad and a 3.5 mm x 23 mm cypher stent placed distally to the vision stent in the lad in 2007-u-u. The stents were post-dilated. The cypher stent had been implanted in an actively moving segment of the artery. The stent was not in a location where the vessel was intramyocardial. Myocardial bridging was not noted. The patient developed chest pain some time in 2010-u-u and was seen by the physician for a "second opinion" on 2010-(B) (6). An angiogram was performed on 2010-(B) (6) and a complete cypher stent fracture was seen with "aneurismal activity" also seen around the cypher stent. The patient was treated medically. Currently, the lad is open and providing sufficient perfusion to the anterior wall.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information reported to medical affairs by a physician indicated that a patient experienced a stent fracture with aneurysm after having a coronary artery stent implanted. The patient's medical history is significant for coronary artery disease, myocardial infarction, hypertension, and hyperlipidemia. A patient had a vision bare metal stent implanted in the mid-lad and a 3.5 mm x 23 mm cypher stent placed distally to the vision stent in the lad in 2007-u-u. The stents were post-dilated. The cypher stent had been implanted in an actively moving segment of the artery. The stent was not in a location where the vessel was intramyocardial and myocardial bridging was not noted. Approximately three years later, the patient developed chest pain and was seen by the physician for a "second opinion". An angiogram was performed and a complete cypher stent fracture was seen with "aneurismal activity" also seen around the cypher stent. The patient was treated medically. It was reported that the lad is patent and providing sufficient perfusion to the anterior wall. There is no other information available regarding the procedure or the vessel/lesion characteristics at the time of implant. The sterile lot number for the device is unknown; therefore, a device history report review could not be performed. Without the procedural cd, the reported customer complaint of stent fracture and aneurysm could not be confirmed. Coronary artery aneurysm is defined as coronary dilatation which exceeds the diameter of normal adjacent segments or the diameter of the patient's largest coronary vessel by 1.5 times. Excessive dilation may cause deep wall injury of the vessel that may lead to aneurysm findings. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events that have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. With the limited information provided, it is not possible to determine what factors may have contributed to the reported events other than that the stent was implanted in an actively moving segment of the artery.